Event description:
(B)(6) delivered the bed about 2 years ago, states that she went to replace the 3 9volt batteries in the beds emergency power supply, and the middle battery got fire hot. Removed the battery and looked at the middle battery is wired wrong. The middle section has red wired to black wires.